Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Event description:
On 4/30/2024, it was reported by a distributor via (B)(4) that an ar-12990n scorpion needle tip broke off into the meniscus when the surgeon was using the device in the knee for fixation. The surgeon retrieved the broken fragment. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 5/9/2024: this was discovered during a knee arthroscopy with medial meniscal repair on (B)(6) 2024. The case was completed by opening another scorpion needle. The case was delayed about two minutes while the surgeon efficiently removed the piece. It is unknown if the patient experiences adverse effects due to the issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.